Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was implanted. Two days later, the patient suffered a cerebral infarction, but treatment with medication was effective. However, due to dizziness and involuntary movements, the patient was admitted to neurosurgery. On (B)(6) 2025, the patient was reported passed away. The direct cause of death is unknown, but computed tomography (CT) imaging revealed a dissection extending from the greater curvature side of the ascending aorta near the navitor struts down to the abdominal stent graft. The abdominal stent graft was compressed by the false lumen, causing it to deform and lose its escape route, which ultimately led to rupture of the abdominal aorta.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was implanted. Two days later, the patient suffered a cerebral infarction, but treatment with medication was effective. However, due to dizziness and involuntary movements, the patient was admitted to neurosurgery. On (B)(6) 2025, the patient was reported passed away. The direct cause of death is unknown, but computed tomography (CT) imaging revealed a dissection extending from the greater curvature side of the ascending aorta near the navitor struts down to the abdominal stent graft. The abdominal stent graft was compressed by the false lumen, causing it to deform and lose its escape route, which ultimately led to rupture of the abdominal aorta. The implanter believes that the death likely related to the patient¿s comorbidities and the cause of death was acute type a aortic dissection.

Manufacturer narrative:
An event of cerebral infraction two days post-procedure, dizziness and involuntary movements was reported. Reportedly, the patient passed away two months post navitor implant. Information from field indicated that computed tomography (CT) imaging revealed a dissection extending from the greater curvature side of the ascending aorta near the navitor struts down to the abdominal stent graft. The patient had significant baseline comorbidities, including hypertension, coronary artery disease, prior pulmonary vein isolation, and previous endograft repair for abdominal aortic disease. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. A cine review performed at abbott confirmed aortic dissection. Based on the information received and medical review, the cause of the reported dissection and death is possibly related to patient's comorbidities. However, the exact cause could not be determined. The reported dizziness and involuntary movements appear to be cascading effects of cerebral infraction. The unexpected medical intervention was a result of medication administered for cerebral infraction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.